Manufacturer narrative:
On follow-up with the user facility, steris endoscopy has learned that the airway was debrided and a stent was placed the day before spray cryotherapy treatment. Device logs from the procedure have been reviewed and show normal use. No malfunction of the trufreeze system was reported. The console remains in service and the disposable catheter was not returned to steris endoscopy for evaluation. Contraindications in the instructions for use include use "where significant ulceration or mucosal break is evident in the ablation area or adjacent organs" or "where any procedure or pre-existing condition has significantly reduced tissue strength." The instructions for use also include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The reported pneumothorax is attributed to the use of spray cryotherapy in the presence of a mucosal break and/or reduced tissue strength due to the prior debridement. Steris endoscopy has counseled the user facility on the reported event, including the contraindication against use of spray cryotherapy where significant ulceration or mucosal break is evident in the ablation area or adjacent organs. The user facility has acknowledged that spray cryotherapy was not appropriate in this case. No further issues have been reported.

Event description:
The user facility reported that bilateral pneumothorax was detected following a spray cryotherapy procedure in the airway which included use of the trufreeze system. The pneumothorax was treated successfully, and the patient recovered.